Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle had a tear drop label sterility issue. The following information was provided by the initial reporter : the customer reported that one polybag was open.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/10/2021. H.6. Investigation: one open 32g x 4mm pen needle polybag and five photos were returned from lot. No. 0350879, cat. No. 320559. Visual examination was carried out on the returned samples and photos and a fully opened polybag seal was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue most likely occurred due to worn gripper plate edges on the pack line leading to poor grip, therefore not locking the polybag in the sealing position. H3 other text : see h.10.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle had a tear drop label sterility issue. The following information was provided by the initial reporter : the customer reported that one polybag was open.